Event description:
Lead returned. "Case started as an atrial lead repositioning, after several attempts the lead continued to fall out of place. Dr. Did not blame the lead but rather the pt's anatomy, " per the oos.